Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that during the first of the er420 instrument (not on the pt), the clip fired open far away (ejected). The surgeon tried again (out of the operating field) and also the other clips were ejected. The surgeon used another instrument to complete the case. There was no consequence to the pt.